Manufacturer narrative:
(B)(4). Report source: foreign :(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01072. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that two screwdrivers fractured during a procedure. There was no reported patient impact.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that tip on the drivers are twisted and fractured. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to design deficiency. Corrective actions have been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.